Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of nausea and vomiting. The reporter stated that the patient self treated with insulin via injection. The reporter stated that the pump had reached the maximum amount of insulin delivered by the evening and had stopped delivering insulin as a result, causing an elevated blood glucose level. This is the expected use of the pump. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event where use error was a contributing factor.